Event description:
It was reported that the patient had a history of sick sinus syndrome. The patient complained of excessive fatigue and expressed that even after receiving additional sleep still felt more tired. It was also reported that the atrial lead had no capture even at maximum output in both unipolar and bipolar modes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.